Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Based on the information provided by the surgeon, the cause of the revision is the need for an sso on the right side which resulted in the need for a different mandibular component on the left side. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report four of four for the same event, reference reports 0001032347-2017-00310, -00312, and -00313.

Event description:
It was reported there was a revision surgery, however there were no complications with the implant itself; the occlusion changed and therefore a new implant was needed. The patient had a malocclusion and needed a sagittal split osteotomy (sso) on the left side to get a good bite. This had nothing to do with fit, but rather a new occlusion after the sso on the right side, which necessitated a different mandibular component. The surgeon performed a sagittal split osteotomy on the right side and replaced the left mandibular component. The patient is doing great.